Event description:
Rptr had an anterior fusion with instrumentation, washers and titanium cages by MFR. Ever since, he has gone from being dizzy and having permanent ear infections to constant night sweats, leg pain and numbness, herniation of abdominal incision and constant back and hip pain. He is probably allergic to the metal, even though today there is no test for this metal allergic reaction.